Event description:
The surgeon alleges that the patient has complained of medical pain for the past six to eight months. Using x-ray it was determined that the anterior tip of the femoral implant had subsided significantly.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available.